Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07634, related manufacturer reference number:2017865-2020-07639, related manufacturer reference number:2017865-2020-07641. It was reported that the patient has deceased. There was no allegation from a healthcare professional that the death was related to the implantable cardioverter defibrillator system. The cause of death was unknown. It was noted that the patient was hospitalized from (B)(6) 2020 for significant dysphagia and silent aspiration, and failed swallowing test. Patient¿s saturations improved with oxygen and was discharged to a skilled nursing facility. On (B)(6) 2020 was found unresponsive in asystole. Cardiopulmonary resuscitation was unsuccessful and was pronounced dead.